Manufacturer narrative:
A review of the manufacturing records for the device was unable to be conducted as no lot number was available; as such, no UDI was generated. According to the instructions for use (IFU) for the gore® dryseal sheath, potential adverse events adverse events that may occur and / or require intervention include, but are not limited to: blood loss, bleeding, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.), death.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an infrarenal abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. All devices were successfully deployed with out issue. At the conclusion of the procedure when withdrawing a gore® dryseal sheath the patient¿s external iliac artery was ruptured. As wire access had been lost the patient was converted to open repair wherein transfusion and CPR were performed, but the patient expired intraprocedural. It was reported that there had been no resistance or any issues when advancing the sheath. The patient¿s iliac arteries were reported to have been small but not calcified.